Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was power on reset. The device was interrogated with programmer and power on reset (por) was cleared. The device is still in use. No patient complications have been reported as a result of this event.